Event description:
It was reported that on (B)(6) 2021, revision orif procedure was performed of left distal humerus due to non-union presence from broken hardware. The surgeon performed open reduction and internal fixation (orif) on the patient's left distal humerus initially in (B)(6) 2021. Two (2) broken 3.5mm cortex screws from the previously implanted synthes medial distal humerus plate were discovered. He then inserted two 3.5 locking screws in replacement of the broken screws. Bone graft was implanted as well. The procedure outcome is unknown. This report is for one (1) 3.5mm cortex screw self-tapping 24mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.